Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and did not require third-party assistance. A replacement pump with updated software was sent to the customer, who was instructed on the necessary steps for receiving and returning the pump. The customer understood and acknowledged all instructions given by customer support. The caller planned to use multiple daily injections as a backup therapy to maintain insulin delivery.